Event description:
It was reported in retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents that following a biliary stenting treatment procedure, stent migration occurred. The target lesion was a malignant stricture in the distal common bile duct. An rx ws permalume 10x40 stent was implanted to treat the target lesion. 20 days later, a stent removal procedure was performed and it was noted that the stent had migrated and was located across the ampulla. The stent was removed with an unspecified snare and a "2nd sems" was placed. There were no additional patient complications reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.